Manufacturer narrative:
Additional information: d9, h3, h6. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 05 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30273686 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 17 feb 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿when installing percutaneous endoscopic gastrostomy (peg), the doctor uses the dilator present in the installation kit. When the doctor wanted to remove the system in order to be able to introduce the gpe probe which remained blocked. Impossible to remove it either by pushing it or by pulling it. We had to open a second kit in order to "push" the devices blocked in the stomach then "raise" them by upper route under endoscopic control. Patient's current condition: erosion and bleeding of the patient's gastric wall with risk of perforation. Extension of the duration of endoscopy and anesthesia by 50% in an already fragile patient. Actions undertaken in the healthcare establishment for patient care." Per additional information received on 27jan2025, the patient has since been discharged from the hospital.

Manufacturer narrative:
The device history record for the reported lot number, 30273686, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample provided was evaluated confirming the peel away sheath was not completely peeled through, however, no damages were to the sheath. The 12 fr tube was evaluated. There was wrinkling at the tip of the 12 fr tube. Also, the body of the 12 fr tube appeared to have multiple indentations/ scratches marks. The central cannula appeared to be in good condition, no obvious damage seen. Root cause could not be determined. All information reasonably known as of 02-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: b5, h11. The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 20 mar 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 26feb2025, ¿we pushed the last dilator with the kit and then removed the kit with great difficulty. We repeated the procedure with the second kit, as we already had a guide wire in place in the gastric cavity. We removed the last dilator endoscopically using a loop through the natural route, i.e. By mouth.¿